Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2000. Sought medical attention for infection at the piercing site ninteen days later and an incision and drainage was performed. Oral antibiotics were prescribed. Another incision and drainate was performed two days later and antibiotics were continued. Five days later received a new oral antibiotic and had an incision and drainage performed the following day.